Event description:
Title: st jude rt. Ventricular lead. The pt underwent ICD implantation in 2002. The next day the pt received multiple "inappropriate" shocks and the pt had to be brought back to the eps lab urgently. The pocket was opened and the ICD removed from the pocket. It was felt that a micro-dislodgement had occurred [and that it was more of a positioning problem]. The lead was repostioned slightly higher on the septum with good sensing and pacing thresholds. After the procedure was completed and the wound closed, the pt received several more inappropriate shocks from the ICD. The pt was reprepped and reopened. The ICD lead was removed and replaced with a new lead. There was some irregularity of the proximal svc coil.